Manufacturer narrative:
Rooney, m. David, et al. "Postoperative complications of ab-interno gelatin microstent." Journal of glaucoma, january 2019, p.1-12. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of a piece of descemet¿s membrane occluding the internal ostium of the properly positioned xen, intraocular pressure increased and signs of encapsulation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. No additional information has been provided at this time.

Event description:
Reported events of descemet¿s membrane occluding the internal ostium of the properly positioned xen, iop increased, bleb had further flattened and signs of encapsulatio in the left eye were noted in the article: "postoperative complications of ab-interno gelatin microstent." Journal of glaucoma, january 2019, p.1-12. Other cases have been captured under mrn 3011299751-2019-00053 and 3011299751-2019-00052.